Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 110 mg/dl while the sensor glucose reading was 58 mg/dl. The customer experienced threshold suspend. The customer mentioned that he had negative experience with excessive alarms and error from the sensors. The customer was advised to contact 24 hour helpline for support and troubleshoot.